Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information by a nurse in (B)(6) of did not wear a mask and peritonitis with culture positive for staphylococcus and streptococcus in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis which resulted in hospitalization the same day. The cause of the peritonitis was that the patient did not wear a mask. Treatment was not reported. On (B)(6) 2012, the patient was discharged. Peritonitis with culture positive for staphylococcus and streptococcus was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j05063 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.